Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was inverted when the endoscope was rotated. The customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for support. Reconnecting the endoscope resolved the issue. No errors were found in the logs. The tse provided instructions on how to disable the guided tool change function. The customer mentioned they would perform an endoscope test later. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the issue was resolved by reseating the endoscope. The system was verified and ready to use.